Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned from our implant patient registry that the device was explanted after an implant duration of approximately 1 year. Through follow-up with the health-care provider, an operative report was received which states, "esophageal echo probe was placed and showed dysfunctional valve...the valve had one leaflet that appeared to be completely retracted and thickened infused." The valve was explanted and replaced with another edwards bioprosthetic valve. Additionally, there have not been any allegations a product malfunction or deficiency.

Manufacturer narrative:
(B)(4) - leaflet disruption; cause unknown. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned for analysis. Without return of the subject device, the reported event could not be confirmed. No further actions are possible at this time.